Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a y/c signal out cable loose, cms signal unstable. The issue occurred during service and maintenance (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed based on the complaint information. A root cause could not be identified. Based on the results of the investigation, we presume that the cause is looseness of y/c output cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.